Event description:
Procedure type: nephrectomy. According to the reporter: this surgery was for a laparoscopic partial nephrectomy. During procedure, the balloon was broken when it was inflated. A new trocar was opened to complete procedure. Nothing fell into cavity. No patient harm. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).